Event description:
Further follow-up revealed that the pt was explanted. The pt indicated tha the vns therapy didn't hlep and that "everything was worse" while implanted.

Event description:
Vns pt was scheduled for revision surgery by an ent to reposition the device. The pt reports that they can feel vibrations in their neck and that it feels as if the device is slipping towards their armpit, creating tension on the side of their neck from the lead wires pulling. The pt has reportedly not seen an improvement in seizures to date with the vns therapy. Device migration could potentially cause a lead malfunction.